Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right. Approximately 25 months post procedure patient suffered thrombosed arteriovenous fistula. Patient underwent intravenous urogram procedure for thrombectomy with de-clot, balloon angioplasty which was terminated due to patient going into ventricular tachycardia. Vascular surgery exchanged the permcath overwire. Arteriovenous fistula was abandoned. Permcath procedure was completed without complications and patient was discharged home. Recurrent stenosis at index lesion with thrombosis of arteriovenous fistula. Patient recovering.

Manufacturer narrative:
Update received 11 sep 2025: malfunctioning permcath was exchanged with a new one. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.